Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7163602, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7163409, UDI: (B)(4).

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was not working as intended. It was noted that patients lead had migrated which was confirmed via imaging. The patient underwent a spinal cord stimulator (scs) replacement procedure.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was not working as intended. It was noted that patients lead had migrated which was confirmed via imaging. The patient underwent a spinal cord stimulator (scs) replacement procedure. Additional information was received that patient was doing well post operatively. The explanted spinal cord stimulator lead will not be return.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. The allegation that the patient experienced charging issues with the ipg has been confirmed. Testing of the ipg indicated that it was operating as expected. However, a review of the data logs revealed that the user may have not followed the proper instructions for charging the ipg.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was not working as intended. It was noted that patients lead had migrated which was confirmed via imaging. The patient underwent a spinal cord stimulator (scs) replacement procedure. Additional information was received that patient was doing well post operatively. The explanted spinal cord stimulator lead will not be return.